Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received by baxter for evaluation. The device was received with "door not fully latched" messages caused by hooks out of adjustment resulting in force above expected level to close door. This condition is consistent with reported symptom of "will not recognize a closed door". The hooks and latch pins were replaced.

Event description:
The customer reported that pump (B)(4) would not recognize a closed door. There was no pt injury reported. No further information was available.